Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment of intermittent telemetry failure and it was noted that the cable was damaged. The cable was replaced to resolve all. (B)(4).

Event description:
It was reported that the radiofrequency programmer head had intermittent telemetry failure. The head was changed out and returned for service and a test and calibration procedure. No patient complications have been reported as a result of this event.